Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available, a detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and the issue will be monitored through the post market product monitoring review process. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported, and depicted via photo a patient's leg that appeared to have developed tissue damage after having an aquacel (B)(4) surgical dressing in place.